Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured from january 15, 2015 to january 16, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor did not flow. The nurse found that after the 48 hour infusion there was a lot of drug left in the device. The nurse confirmed that the solution was not flowing out of the device. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.